Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that there was a hole in the hose and the rotations per minute (rpms) were below manufacturing specifications. It was further observed that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerted extreme force on the hose during cleaning or use. It was determined that the low rpm¿s was due to worn out vanes due to normal wear over time. The assignable root causes were determined to be due to normal wear out from use and user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had a cut in the hose near the muffler end. The event was discovered in the sterile processing department. During in-house engineering evaluation, it was observed that the rotations per minute (rpms) were below manufacturing specifications. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.